Event description:
Patient with history of coronary artery disease and posterior myocardial infarction six months prior, enters hospital with unstable angina, sever triple vessel disease. In o.r. With emergent coronary artery bypass grafting x3, found to have extremely severe rock-hard aorta. Surgeon unable to clamp or cannulate ascending aorta for aterial flow so left common femoral artery was used for aterial cannulation for femorial right arterial bypass with intra-aortic fogarty balloon, (43cc volume inflated to 40 cc) via pinhole aortotomy for aortic occlusion during hypothermic cardioplegic arrest and cardiopulmonary bypass. Approximately 21-22 minutes into procedure the balloon fractured. It was removed and a new balloon (same size) was placed. The fractured balloon was not complete and fragment was not apparent. Procedure continued. On removal of second balloon (which was totally intact) the fragment from the first balloon came up through the stab wound and was removed and examined and found to match perfectly the defect in the first balloon. It is believed the fracture probably occurred on sharp atheromata. The procedure concluded without further problems. There was no injury to the patient. Patient still in house as of 11/30/92 and stable conditiondevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, inherent risk of procedure, balloon. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.